Manufacturer narrative:
The customer's complaint of a leaked y-port could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that fluid leaked from the bottle-side y-port during an infusion of saline. The customer stated that this has occurred a few times; however, no additional information was provided. There was no report of patient harm.